Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see section h.10.

Event description:
It was reported that the needle is loose and separates from the hub when withdrawn after use with a bd precisionglide¿ needle. The following information was provided by the initial reporter: (2 of 2 complaints). It was reported that needle became separated from the base when withdrawn from the arm, and needle feels loose on the base, causing the needle to become stuck in the patients arm. No injury or death occurred as a result of the defect and the needle was safely removed from the patient's arm.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle is loose and separates from the hub when withdrawn after use with a bd precisionglide¿ needle. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that needle became separated from the base when withdrawn from the arm, and needle feels loose on the base, causing the needle to become stuck in the patients arm. No injury or death occurred as a result of the defect and the needle was safely removed from the patient's arm.